Event description:
It was reported that the stent partially deployed prior to crossing a lesion in the sfa. The physician believes the stent may have partially deployed while passing through the 6f cook sheath, even though the locking pin on the smart control device was noted to have been left in place. The physician removed the device and used a different smart control to successfully complete the procedure. There was no report of patient injury. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.